Manufacturer narrative:
Other applicable components are: product ID: 3487a-33, lot# j0437237v, implanted: (B)(6) 2004, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back syndrome - other. It was reported that the patient thought the lead was disconnected and lodged, affecting the patient¿s nerve. The patient said they feel electrocution every 10-15 minutes. The patient said it felt like when someone¿s foot falls asleep and gets a needle tingling feeling. The patient said the feeling is intensified by 10 in the rib cage, down the back, to the back of her legs, to her knees, and down the rest of the leg into the toes. The patient said she was weak in her legs. The patient was directed to her healthcare provider (hcp) and the patient said she may need to go to the emergency room. No further complications were reported.